Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed atrial fibrillation. He presented to the hospital and had his implantable cardioverter defibrillator reprogrammed. No further information was available.